Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she removed the infusion set, the needle stayed in her body. She will be having surgery the next day to get it removed. The patient's blood glucose when admitted to the hospital is 200 mg/dl. No further information available.